Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.